Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through implant patient registry and investigation, it was learned a 21mm 3300tfx aortic valve implanted eight (8) years, two (2) months, was explanted due to staphylococcus epidermidis endocarditis. Patient presented with chest pain. The explanted device was replaced with a 23mm 11060a aortic valved conduit. Patient was stable at the end of the operation.

Event description:
Through implant patient registry it was learned a 21mm 3300tfx aortic valve implanted eight (8) years, two (2) months, was explanted due to unknown reasons. The explanted device was replaced with a 23mm 11060a aortic valved conduit. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device was not returned to edwards for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established.